Event description:
It was reported that surgeon "decided to swap-out the 2 16mm upper screws already implanted in the 1 level plate for 14mm ones. While removing the screws the locking mechanism bent and popped out of the slot in which it slides into. He had to unlock & remove the remaining 2 screws and then use a new plate with 4.35mm screws."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; labeling review. Results: the returned aviator assy one level plate size 14 was confirmed to have a deformed spring bar via visual evaluation. The surgical technique states that "to disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided.¿ a test on a four level plate was conducted to try to recreate the deformation. This rocking motion was attempted by rocking the variable drill guide to its limit, which caused deformation of the spring bar, similar to what was seen in the returned part. It is unknown if the locking bar was bent prior to the removal of the screws. Conclusion: possible causes could be the spring bar being deformed during screw preparation from the installation and removal of the drill guide or incorrect angle of the screw. Both possibilities are failures due to user error.

Event description:
It was reported that surgeon "decided to swap-out the 2 16mm upper screws already implated in the 1 level plate for 14mm ones. While removing the screws the locking mechanism bent and popped out of the slot in which it slides into. He had to unlock & remove the remaining 2 screws and then use a new plate with 4.35mm screws."